Manufacturer narrative:
The customer contacted a siemens customer care. Quality control and adjustments were acceptable. A siemens headquarters support center specialist reviewed the instrument data and determined that the issue could have been due to inconsistent reagent level sense. The instrument data showed reagent level sense jumping around and this is typically an indication of bubbles in the wedge, which could contribute to low result on an immunometric assay such as ipth. The sample level sense was inconclusive. The overall error log review showed that there have been prolonged occurrences of system errors that would indicate operator maintenance issues (e.g. Water supply empty and solid waste full). The cause of the discordant, falsely low ipth result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ipth result.

Manufacturer narrative:
The initial MDR 2247117-2018-00012 was filed on 02-mar-2018. Additional information (06-mar-2018): the customer was notified that potential presence of bubbles could have caused discordant results. The customer stated that they have not received any additional discordant results and the instrument is performing with specifications.